Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 for an unknown reason. As per the reporter during service it was identified that the drive pin was broken in two pieces and the o-ring seal was distorted and had snapped. No patient injury was reported.